Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra mini meter had an issue with the memory mode. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. The same day, at 12:00 pm, the pt was unable to obtain a blood glucose reading on the reported meter. The pt noted she was then not able to determine her dose of insulin. After the use of the meter, the pt experienced the symptoms of nausea, dizziness and sweating. The pt received no treatment or medical attention. Troubleshooting revealed the pt was attempting to test her blood glucose level while in the meter's memory mode. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test her blood glucose level due to the reported meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.